Event description:
Reports states that repeated exposure to antigenic natural latex such is found in latex surgical or examination gloves has led to the developement of latex allergies. No actual manifestation of reaction is specified or otherwise described. Diagnosis was made in 2001, following a rast test.